Manufacturer narrative:
Product analysis # (B)(4) is electrically ok. The ins was able to communicate with an 8840 programmer and an 3037 patient programmer. Concomitant medical products: product ID: 3889-28, lot# va0fkw4, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the internal neurostimulator (ins) would not work. It was noted multiple impedance checks were performed as well as several lead reconnects. It was reported the lead tested fine and a new ins was placed and everything worked great. It was reported the ins did not respond after implant. It was reported the new ins was successfully implanted. It was noted impedance checks were performed multiple times, along with reconnecting the lead several times, and all electrodes were over 4,000 ohms. It was reported the unresponsive ins was never implanted.